Event description:
It was reported that iab was inserted through sheath into femoral artery. Pt had undergone bypass surgery in 2006 and iabp was functioning. From the insertion of the balloon, machine alarmed but this was considered normal by medical team considering the clinical state of pt (agitated, heart rate disorders). On 3/9/2006, iabp would not start up again & it was impossible to withdraw balloon percutaneously. Pt was transferred to or for balloon removal by thoracotomy and clamping of aorta. Pt survived. Large clot was observed in iab.